Manufacturer narrative:
The up arrow button was unresponsive due to a corroded keypad trace. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the screen were scrolling without her input. The numbers did not stop scrolling when she pressed the act button. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.